Event description:
It was reported that the pt experienced a shocking sensation near her leads. The shocking stopped when the pt's device was turned off and resumed when turned back on. The lead was fractured. The leads were replaced. There was no evidence that the leads had transgressed the lumen of the stomach. There were no complications and the pt tolerated the surgery well. The pt recovered without sequela.